Manufacturer narrative:
The device involved has been returned and is undergoing evaluation. Operating instructions warn: "do not touch liquid oxygen or parts that have been in contact with liquid oxygen. Liquid oxygen is extremely cold. When touched, liquid oxygen, or parts of the equipment that have been carrying liquid oxygen, can freeze skin and body tissue." Also, "if a major liquid oxygen leak from the reservoir fill connector occurs when you disengage the portable unit (that is, a steady stream of liquid oxygen), stay away from the unit and immediately notify your oxygen supplier." Instructions also warn: "using a dry cloth that is clean, wipe the fill connector dry on both the reservoir and portable units before filling to prevent freezing and possible equipment failure."

Event description:
It was reported: a pt called tyco technical support to report she had filled a portable unit from a h-46 reservoir. After disengaging the portable, the fill connector of the h46 began shooting liquid oxygen into the air. The pt was advised to stay away from the unit, open the windows for ventilation and to contact the homecare provider (hcp). The pt requested that technical support contact the hcp while she called 911. The hcp was notified of the situation and was advised to retrieve the unit and return for evaluation. Emergency personnel stopped the oxygen leak by pouring hot water over the fill connector. 8) no injury occurred.